Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) had a cable insulation defect. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument was checked before use and no damage were found. The problem was detected during reprocessing by the company vecomed. No malfunctions were detected during the operation, the instrument functioned perfectly. Furthermore, no collisions were noted intraoperatively. The patient was not injured, and the surgery was performed without interruption with this instrument. No photos were taken for documentation.

Manufacturer narrative:
Based on the claim against the product by the customer noting a cable insulation damage, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, and failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have the conductor wire insulation damaged. There was no material missing, however the conductor wires were exposed. The instrument passed an electrical continuity test. An additional finding not reported by site is that the instrument was found to have abrasion / indentations on the bipolar yaw pulley. There was no material missing as a result. Additionally, the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.